Event description:
It was reported that an attempt was made to insert the iab via the femoral artery without success. The device was then inserted transthoracically without difficulty. The balloon then ruptured and the iab was removed without any complications.